Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device it was observed that there was no light display when charging battery devices in bay 3 of the battery charger device. An assessment was performed and the reported condition that there was no light displaying when charging the batteries was confirmed. It was further noted that the device would not charge. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that there was no light display when charging battery devices in bay 3 on the universal battery charger device. During in-house engineering evaluation it was found that the battery charger device would not charge the batteries. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.